Event description:
Customer reported tpn leaked from a hole in the pump segment while in use on a patient. The user reported fluid was dripping from the pump module and onto the floor. When the pump module door was opened, fluid was seen leaking from the top of the pump segment. The IV set and pump module were replaced, and the infusion was restarted without incident. The event occurred in the nicu. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.